Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument and performed a device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. The instrument passed the electrical continuity test. No signs of thermal damage observed. Root cause of this failure is attributed to a component failure. The following was found during the device evaluation, but is not related to the reportable finding: the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The in-house system shows the instrument has seven out of fourteen lives remaining and not expired. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No damage found to the life indicator. A review of the logs show the instrument has seven lives remaining and was not expired. A review of the site's complaint history does not show any additional complaints related to this product and/or this event.. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17/ lot-sequence# n11210222-0307) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2021 during a hysterectomy ¿ benign on system serial# (B)(4). No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: the instrument had conductor wire insulation damage which resulted in exposed wires. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing and cleaning, the instrument was found to be prematurely expired. There was no report of patient harm, adverse outcome or injury. Follow-up has been performed to request additional information related to the reported event. However, as of the date of this report, no further details have been received.